Manufacturer narrative:
Evaluation summary - evaluation of the returned device found the clip was partially deployed. The thumb advancer was locked in the #3 position with the number visible in the window. The safety release button was locked in the distal post deployed position and the clip had not been deployed. The plunger was still activated and the #2 was visible in the window. The exchange sheath was stretched beyond the distal end of the tube set striking the opened locator wings and slitting of the sheath was not completed. The locator wings were in the open position and one wing was broken but still attached to the device. The garage leaves were bent and the flex-guide was carved approximately 1cm distal of the strain relief. These finding indicate that the locator wings had not been manually collapsed and thumb advancer had not been unlocked and retracted. When the device was opened to examine the internal components, the thumb advancer locking tabs were found partially depressed but still in the locked position; indicating an attempt was made to unlock the thumb advancer to release the resistance encountered as reported during removal. The IFU (instructions for use) states if resistance is experienced during thumb advancement, retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number #2 on the plunger exits the number window completely. Based on the investigational findings these steps were not followed. During testing, the safety release was activated and the locator wing partially collapsed due to it being damaged during deployment. A proxy dilator was inserted into access ports unlocking the thumb advancer and the thumb advancer was retracted proximally. The probable root cause for the damaged sheath, garage leaves and broken locator wings is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement. This misalignment cause the support tube to strike the flex-guide and stop, leaving the garage leaves unsupported, striking and carving into the flex-guide and exchange sheath as the thumb advancement continue subsequently stretching the sheath and preventing clip deployment. No manufacturing or quality inspection issued was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery. Reportedly, following the closure, the device was difficult to remove. The access ports were used, but when the device was removed it was noticed that the locator wings were not collapsed. The locator wings were separated from the distal end of the device, but not detached. Manual compression was held for 2 minutes to stop oozing. There were no adverse patient sequelae. Though requested, no additional information was provided. Although, it was reported that the clip deployed in the intended location and achieved hemostasis. The evaluation revealed the clip remained on the device.